Manufacturer narrative:
Based on the claim against the product by the customer noting the medium-large clip applier instrument would not close to lock clip into place, an investigation was completed to determine the cause of this reported event. The instrument was analyzed, and failure analysis investigations were able to replicate and confirm the reported issue. The clip applier instrument failed the clip test due to misapplication of the clip. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument was able to retain the clip through engagement but could not apply the clip as commanded. Common causes of loss of functionality to apply a clip is attributed to either a damaged grip cable or misaligned grips. The complaint was confirmed based on failure analysis, which indicates that the device did contribute to the customer reported issue. Failure analysis also found an additional observation not reported by site: the instrument was found to have a bent grip and the tip does not align with the other grip. Bent grips with an offset 0.05¿ is attributed to damage during use, as moderate misalignment of grip tips can be due to grasping either hard tissue/objects or collisions with other instruments.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier instrument would not close to lock clip into place. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: the procedure was a lap chole. The customer was not able to confirm the event date. The issue occurred while the surgeon was attempting to clamp on a vessel to tissue bundle. The clips used were medium-large weck hem-o-lok. The vessel was not bigger than the recommended diameter. The issue occurred on the first clip application. The site used a back-up instrument to resolve the issue. Patient information was provided. There was no image or video for review.